Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next month, patient experienced recurrent peritonitis. The cause of the recurrent peritonitis was reported to be due to the patients¿ cat biting into the drain and patient line. The patient was not hospitalized for the recurrent peritonitis event. On unreported date(s), the patient was treated with unspecified intraperitoneal (ip) antibiotic(s) (medication(s), dosage(s), frequency, and duration(s) not reported) for the recurrent peritonitis event. In the month when the recurrent peritonitis occurred, the pd catheter was removed, pd therapy was discontinued, and hemodialysis was started. The patient was recovered from the recurrent peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: on unreported dates in (B)(6) 2014, the patient experienced recurrent peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient further described as "cat bit the patient line and the drain line". Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.